Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 405 mg/dl. Cause was not known. Reportedly, the customer had moderate ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Cusotmer was released later that day, (B)(6) 2024, with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.